Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for no n-obstructive urinary retention. The rep reported that high impedances observed on the day of surgery. The case was >4,000 on electrodes 0,1,2,3. Troubleshooting steps included re-running impedance multiple times, reconnecting to the device and running impedance m ultiple times, turning the or lights away from the space, removing the lead from the header, and re-drying the electrodes and header, and placing back into the header appropriately. There were no signs of dried blood or anything detected on the lead before original insertion into the header. The battery/header was kept clean and dry until placed on dry and clean lead upon original connection. Troubleshooting attempts did not resolve impedance issue. The issue resolved by opening and using another new battery, no impedance was present after changing the battery, no impedance errors occurred with the new battery. The cause was not known. The rep stated that they had possession of the device, and it would be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.